Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site:(B)(4).

Event description:
It was reported that the patient was admitted to the emergency room due to a high blood glucose event on (B)(6) 2026. The high blood glucose had persisted for more than four hours and was treated with a bolus administered via the pump.